Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8750-05 profile drill was overheating and burning bone with use. This occurred during a diaphysectomy of proximal tibia procedure on (B)(6) 2023. No piece broke off inside the patient. The procedure was completed successfully. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is not confirmed. The complaint allegation of burning is unclear from the image submitted for evaluation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.